Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report and determined that the snare head was unable to retract as returned. The snare was returned with a split down the side of the sheath from 1.3 cm to 6.4 cm from the base of the handle and the sheath of the device was kinked near the handle. The snare head extended from the distal tip of the sheath 1.1 cm and would not retract when the handle was manipulated. When the device was straightened, the snare head would fully retract; however resistance was felt while retracting the snare head. When the device is in a straight position, the snare head will advance and fully retract. A kink was observed where the drive wire is connected to the handle cannula tubing. A visual inspection of the handle was performed and no anomalies with the handle was detected. Due to the split in the sheath, no further functional testing was performed on the device. The kink near the handle and the split in the tubing most likely contributed to the user experiencing advancement difficulty. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to: "fully retract and extend snare to confirm smooth operation of device." Damage to the product can occur if the device experiences excessive pressure during use. The user stated that they were performing a cold polypectomy. The instructions for use under the intended use states, "this device is used with an electrosurgical unit for endoscopic polypectomy." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used for snaring without an electrosurgical unit, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a polypectomy procedure, the physician used a cook acusnare polypectomy snare. Per the customer, the snare would not open [advance], and the gastroscope was not torqued. The user tried again and snare broke through the sheath close to the handle. The device was evaluated on 27-june-2018, and it was found that snare head was difficult to retract. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.